Event description:
Information received with return of the explanted device notes that post implant measurements showed intermittent capture despite programming to maximum output. The next day during pocket revision, sensing was about 10mv, capture was <1.0v and impedance was normal. The patient was pace- maker dependent and the physician elected to replace the pulse generator and the ventricular lead.